Event description:
It was reported that the application instrument for the sternal zipfix was not engaging properly and not tightening the zipfix properly. There was no reported surgical delay. There was no reported patient harm. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production of part 03.501.080 lot 8271971. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: it was found that the instrument had not been lubricated as per the manufactures instruction. There was no design related issues found on the returned instrument. The instrument in this complaint was not lubricated as per the instructions provided by the manufacture. The root cause is directly related to the not preformed lubrication during the clinical reprocessing of the device and therefore this complaint is deemed invalid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The application instrument was not engaging properly and is very difficult to actuate the handle. The application instrument was continually sticking even after lubrication between cases.